Event description:
Complainant alleged that the medics were attempting to monitor a 60 year old male pt in ventricular fibrillation, but the device had no video display. All other functions were operational on the device. The medics were able to obtain another device to monitor the pt. There was no adverse effect on the pt as a result of the reported malfunction.